Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in the esophagus. Block h10: investigation results: the returned cre wireguided dilatation balloon was analyzed and a visual examination that the balloon and catheter of the device found no damages. Functional analysis was performed, and the balloon was inflated without a problem however, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 48mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon would not inflate was confirmed. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Additionally, it is possible that the interaction with a sharp surface during/previous the procedure, could have caused the pinhole found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was noted that the balloon would not inflate. Additionally, the balloon was removed, and the user attempted to inflate it outside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event when used in the esophagus (see block h10 for investigation details).